Manufacturer narrative:
Clinical review: with the information provided, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to report to the hospital due to abdominal distention attributed to suspected fluid retention. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. In the intake, it was reported that the patient experienced slow drain alarms 4 times during phase zero of a ccpd treatment on (B)(6) 2025. Fibrin was noted in the patient line. The patient appeared to have stomach distension (described as the patient appearing ¿pregnant¿) by the caregiver. It was determined by the caregiver that the patient needed to be taken to the hospital; however, it is unknown if the patient required hospitalization or medical intervention.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Teach pumps test passed. The patient sensor check passed. Post-ast 2hr 15 min 8500ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler needed to report to the hospital due to abdominal distention attributed to suspected fluid retention. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. In the intake, it was reported that the patient experienced slow drain alarms 4 times during phase zero of a ccpd treatment on (B)(6) 2025. Fibrin was noted in the patient line. The patient appeared to have stomach distension (described as the patient appearing ¿pregnant¿) by the caregiver. It was determined by the caregiver that the patient needed to be taken to the hospital; however, it is unknown if the patient required hospitalization or medical intervention.